Manufacturer narrative:
(B)(4).

Event description:
The customer reported observed abnormal cells that were not located in the 22 fovs selected by the imager. Hologic cytology application specialist (cas) is still in the process of gathering information. Hologic field service engineer (fse) went to the customer and was unable to find any abnormally with scope function/performance. Performed all setups per technical documentation as a precautionary measure. Ran autocycler and reviewed a test slide to confirm operation. Instrument operational.